Manufacturer narrative:
Updating device problem code grid. Complaint evaluation: the customer worked with the technical support representative. It was decided that the device needs a processor pca. Customer resolution and conclusion: it was decided that the device needs a processor pca. A quote was submitted to the customer for its replacement but the customer rejected the quote / repairs. No further actions at this time.

Manufacturer narrative:
Update device problem grid.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device displays an ECG error message after device was vomited on.